Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Four needle-suture pieces, three suture pieces, and one empty folder packet were received for analysis. The product code w4843 is multistrand and contains four strands per packet. During the visual inspection of the needle suture pieces, it was observed that body fluids were present and the ends were found to be cut probably by a surgical instrument. In the inspection of the suture piece, one end in all samples was observed fraying and elongation. A functional test was performed on one of the suture pieces using instron equipment, and the tensile force exceeded the minimum requirements. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint #(B)(4) d4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - patient consequences? If yes, please specify. --the surgery delayed for unknown time. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture device was used. During the operation, the doctor performed intra-abdominal suturing and the suture broke. Immediately stop using, remove, check for integrity, and replace with new suture. No adverse patient consequences were reported. Additional information was requested